Event description:
A caller reported a malfunction on the pump with no notable events occurring before the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, but the pump did not turn back on after the reset. Cts attempted follow up patient not available.